Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device does not deliver insulin properly. Infusion device was dropped on the floor one week prior to report. Patient has experienced unexplained erratic blood glucose of 40-300 mg/dl. Patient corrected elevated blood glucose by delivering insulin through infusion device or pen. Insulin cartridge is changed every 5-6 days and is not reused. Infusion headset is changed every 2-3 days and infusion tubing every 5-6 days. Correct type of battery was used in infusion device and battery setting was programmed correctly. Infusion device was not exposed to water or electromagnetic fields. Target blood glucose is 100-120 mg/dl. Patient did not lose consciousness. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional information was available.